Event description:
Consumer reported having used the equate double action denture cleanser for approximately 6 days to clean her dentures. Consumer reports that the denture cleanser caused her gums to become sore.